Event description:
It was reported that the c-arm on the 9800 system did not display images when connected to the workstation. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced and aligned the ccd camera. The system was tested and found to be working as intended and placed back into service.